Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence, fecal incontinence patient reported that they had constipated from the anesthesia and that they were sick from an infection which may have caused higher numbers in their symptoms. Patient also stated that their leg was killing her with the interstim evaluation no further complications were noted or anticipated.